Manufacturer narrative:
At the present time, the implant is not available for analysis to further the investigation. A review of the implant's device history record shows that it was processed with no anomalies noted.

Event description:
It was reported that the patient underwent a surgery for a replacement of an all-poly patella in 2004. In that surgery, the all-poly patella was replaced with a nexgen augmentation patella. Post-op the patient experienced pain, and the surgeon noted that the patella was dislodged. The patient was revised in 2005.